Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters experienced leakage from the injection port, and blood exposure/splash. The following information was provided by the initial reporter: patient for elective neurosurgery. Cannulated in anaesthetic room, post induction, with 16g venflon. Antibiotic given via port on cannula. When syringe removed, blood loss via cannula port (which should be one way valve). Blood loss stemmed with gauze but continued to ooze despite pressure necessitating removal of cannula and recannulation on other arm leakage of significant amount of fluid and blood through injection part of the bd venflon pro safety - which was concealed for a while as the am was wrapped. Action taken at time of incident: saw puddle developing at the end of operating table, exposed arm to find significant leakage of fluid around the inco and coming from the injection port. This was a 16g cannula which had been working well for several hours but seems to have started leaking - I deduced this as the patient was stable and a ang taken at the tie did not show significant deterioration in hb. I think the more needs to be done to remind colleagues not to inject down these ports or for them to be replaced.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters experienced leakage from the injection port, and blood exposure/splash. The following information was provided by the initial reporter: patient for elective neurosurgery. Cannulated in anaesthetic room, post induction, with 16g venflon. Antibiotic given via port on cannula. When syringe removed, blood loss via cannula port (which should be one way valve). Blood loss stemmed with gauze but continued to ooze despite pressure necessitating removal of cannula and recannulation on other arm leakage of significant amount of fluid and blood through injection part of the bd venflon pro safety - which was concealed for a while as the am was wrapped. Action taken at time of incident: saw puddle developing at the end of operating table, exposed arm to find significant leakage of fluid around the inco and coming from the injection port. This was a 16g cannula which had been working well for several hours but seems to have started leaking - I deduced this as the patient was stable and a ang taken at the tie did not show significant deterioration in hb. I think the more needs to be done to remind colleagues not to inject down these ports or for them to be replaced.